Event description:
It was reported by the patient that the patient's device feels "loose" and the patient has pain in the device area. Additional information was attempted to be obtained, however, it was not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.